Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device migration occurred. A greenfield filter was implanted in (B)(6) 1993. The patient just had a blood clot in her leg and a scan revealed the device had migrated. No further complications were reported.